Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fever peritonitis, change in sensorium, disoriented, and encephalopathy in a patient coincident with dianeal pd unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a change in sensorium, disoriented, and fever. On (B)(6) 2011, the patient experienced peritonitis, manifested by poor drain and cloudy effluent. On (B)(6) 2011, the patient was admitted to the hospital due to change in sensorium and peritonitis. On an unreported date in (B)(6) 2011, the patient was diagnosed with encephalopathy probably secondary to sepsis or electrolyte imbalance. On an unreported date, the patient received treatment with vancomycin 500 milligrams/l peritoneal dialysis (pd) solution and amikacin 25 milligrams/l pd solution maintenance dose. It was not reported if antibiotic therapy was ongoing. The outcome of the events was not reported. The action taken with dianeal therapy was not reported. The nurse reported that the peritonitis was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the events of change in sensorium, disoriented, fever, and encephalopathy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.